Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred in the sicu during an infusion of vasopressin at a rate of 9 ml/hr. It was reported that the solution infusing was room temperature. It was also reported "head height terrible, less than 6 inches, no tubing kinks or abnormalities." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event.